Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramp') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramp') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, uterine bleeding and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/menorrhagia"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes with essure devices: benign uterus with adenomyosis, small intramural leiomyoma «1 cm) and proliferative phase endometrium white small, benign endometrial polyp. Being cervix with no significant histopathologic changes. Benign fallopian tubes with essure contraception devices. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received: new events added: pelvic pain, dysmenorrhea, dyspareunia. Patient history, lab data were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramp') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.